Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of screen is too dark, settings will not change how dark it is when using the probe was confirmed. Root cause confirmation: "screen is too dark". The unit was powered up and as describe the screen is dark, it was found that the screen did brighten up after the back enclosure was removed, therefore the problem is traced to an intermittent beamformer. The root cause is due to a intermittent beamformer pcb.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the screen is too dark, settings will not change how dark it is when using the probe. No other information provided, at this time.